Event description:
It was reported to philips that the heartstart mrx defibrillator was not capturing the patient qrs waves during pacing. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.